Manufacturer narrative:
The burr hole covers were not returned for analysis. The returned ipg was analyzed, passed all test performed, and exhibited normal device characteristics. The leads were not returned for analysis. The lead extension was not returned for analysis. A product labeling review identified that the devices were used per the directions for use (dfu) product label. Additionally, it states infection, skin irritation, implant site complications such as poor healing, or wound reopening is noted within the dfu as a potential complication associated with the use of the device.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and erosion at the top of the scalp. The physician assessed that the connector block eroded through the skin and the area became infected. The patient underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned. Additional information was received indicating that the explanted implantable pulse generator (ipg) was received in for analysis.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and erosion at the top of the scalp. The physician assessed that the connector block eroded through the skin and the area became infected. The patient underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: na batch: 32585852 UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202300 model: db-2202-30 serial: (B)(6). Batch: 7081834 UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202300 model: db-2202-30 serial: (B)(6) batch: 7081836 UDI: (B)(4). Product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6). Batch: 5001853 UDI: (B)(4). Product family: dbs-ipg-r-MRI upn: m365db12160 model: db-1216 serial: (B)(6). Batch: 585574 UDI: (B)(4).